Event description:
A consumer experienced a corneal ulcer in their left eye associated with wear of focus monthly softcolor lenses. Medical records obtained form their eye care practitioner indicate pt presented in 2004 with redness, tearing, light sensitivity & swelling surrounding the left eye. Painful to move eye from side to side & vision blurry. Pt saw m.d. In 06/2004 who prescribed ciloxan gtts. Daily lens wear hx with 4-6 week replacement schedule. These lenses were changed within 1 week of symptoms occurring. Exam revealed a central infiltrate with staining and an anterior chamber reaction. Rx'd vigamox, vancomycin, flarex, artifical tears & instructed to discontinue lens wear. Ulcer still resolving as of 07/2004 follow up visit with visual acuity reported as 20/30. Pre-event acuity is unk. Request has been made for additional info, however no further info is available at this time.